Event description:
A philips field service engineer (fse) reported that while using the network upgrader tool, the master apc went down and the slave apcs did not take over as per normal operation. Subsequently all of the telemetry beds on the its system became inoperable. The system was down for approximately one hour until the master apc was found and was rebooted by the fse. Once the master apc was rebooted, the system returned to normal operation. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.